Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient developed toxic anterior segment syndrome (tass). Additional information was provided indicating that the patient presented with inflammation of the anterior and posterior chamber three days after surgery. The patient was treated with antibiotic and steroids. At the last follow up visit the patient's inflammation improved. The physician does not suspect the solution used.